Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that there were no symptoms. The device would just not stay on. The patient would check it, put it on, and the next time they checked it, it was off. In order to resolve the implantable neurostimulator (ins) turning off intermittently, the patient called a manufacturer representative (rep) and they walked the patient through the process of setting the device. The device had stayed on since the patient called on (B)(6) 2015. The patient was experiencing some discomfort with the device but at least it was on and working. If addition is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ncu5, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient that they was having "nothing but issues" with new/replacement implant and intermittently turning off. There was no trauma/falls reported that could be related to this issue. Security gates/theft detectors was reported as an emi environmental exposure that could be related to issue. She had gone through airport security (B)(6) 2015, but it had occurred at other times as well. Patient reports stimulator was currently off. Patient turned on stimulator and confirmed ins was on program 4 at 2.1 volts and stimulation was at a comfortable level. Issues with implant was on (B)(6) 2015 and stimulator turning off was on (B)(6) 2015. The patient was indicated for gastrointestinal/ pelvic floor.